Event description:
Gradually increasing rv threshold and impedance. Reproducible noise on ff with postural testing. High voltage impedance in range.

Manufacturer narrative:
On 12-9-2016 update: pacing impedance is >1500 ohms on hm. Patient will be seen in clinic for postural testing. High voltage impedance remains stable. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.